Event description:
The following information about the patient was obtained from the distributor on april 12th, 2022. It is unknown as of april 12th, 2022 whether it is our product. The patient visited a medical institution on (B)(6) 2021 and confirmed that there were three wisdom teeth by CT. Extraction of wisdom teeth has been conducted on (B)(6) 2022. It is believed that a fracture of medical device (carbide burs for dental use) was occurred on (B)(6) 2022. On (B)(6) 2022, the patient visited a medical institution again due to a pain, however the doctor determined that there was no particular problem. A panorama x-ray was taken at another medical institution on (B)(6) 2022 and a broken piece of medical device was confirmed in the patient's gingiva. A broken piece of medical device was removed by a medical institution on (B)(6) 2022. On (B)(6) 2022, it was discovered that a broken piece of medical device is likely to be our product.